Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in an adult female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included dysuria, vaginal itching, flank pain and kidney stones. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (to remove the essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, device breakage, back pain, headache, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, device breakage, device dislocation, headache, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c03097) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and she did not undergo confirmation test added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), bladder perforation ('perforated my bladder'), uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no: c03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysuria, vaginal itching, flank pain and kidney stones. Concomitant products included ibuprofen and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), the first episode of alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), feeling abnormal ("feel worse"), menstrual disorder ("menses"), menopause ("premenopause "), poor quality sleep ("haven't slept well"), dyspareunia ("sexual intercourse"), anxiety ("anxious"), dysmenorrhoea ("pain in periods") and the second episode of alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove essure implant and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, bladder perforation, uterine perforation, device dislocation, device breakage, back pain, headache, fibromyalgia, feeling abnormal, menstrual disorder, menopause, poor quality sleep, dyspareunia, weight increased, anxiety, dysmenorrhoea and the last episode of alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder perforation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling abnormal, fibromyalgia, headache, menopause, menorrhagia, menstrual disorder, pain in extremity, poor quality sleep, uterine perforation, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: she need for additional surgery. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pain in periods, hair loss, perforated my bladder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: social media received. Reporter's information added. Event: pain in periods, hair loss, perforated my bladder , were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysuria, vaginal itching, flank pain and kidney stones. Concomitant products included ibuprofen and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove essure implant and to remove the essure implant). Essure was removed on 14-jan-2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, back pain, headache and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, fallopian tube perforation, headache, menorrhagia, pain in extremity, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event perforation nos updated to fallopian tube perforation and uterus perforation, events " abdominal pain and leg pain" were added. Outcome of events " abnormal bleeding, abdominal pain and leg pain" were updated as recovered. Severity of events and concomitant medication were added. Patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in an adult female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included dysuria, vaginal itching, flank pain and kidney stones. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (to remove the essure implant) and surgery (to remove essure implant). Essure was removed on (B)(6)2016. At the time of the report, the perforation, device dislocation, device breakage, back pain, headache, alopecia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered alopecia, back pain, device breakage, device dislocation, headache, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), uterine perforation ('perforation of organs'), device dislocation ('migration of implant') and device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dysuria, vaginal itching, flank pain and kidney stones. Concomitant products included ibuprofen and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), feeling abnormal ("feel worse"), menstrual disorder ("menses"), menopause ("premenopause "), sleep disorder ("havn't slept well"), dyspareunia ("sexual intercourse") and anxiety ("anxious") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, to remove essure implant and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device breakage, back pain, headache, alopecia, fibromyalgia, feeling abnormal, menstrual disorder, menopause, sleep disorder, dyspareunia, weight increased and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain and pain in extremity had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, feeling abnormal, fibromyalgia, headache, menopause, menorrhagia, menstrual disorder, pain in extremity, sleep disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Quality-safety evaluation of ptc: unable to confirm comlaint. Most recent follow-up information incorporated above includes: on 8-may-2020: fu 6&7 process together- social media received: newly added events- fibromyalgia ,feeling abnormal ,menstrual disorder, premenopause, sleep problem. On 11-may-2020: social media received: newly added events painful intercourse, weight gain, anxious mood. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, device breakage, back pain, headache and alopecia outcome was unknown. The reporter considered alopecia, back pain, device breakage, device dislocation, headache and perforation to be related to essure. The reporter commented: she need for additional surgery: incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.